Event description:
It was reported that, "dr. (B)(6) revised pca cup, liner, head and kept the pca stem. Pt complained they felt something was loose in hip. Implants have been in for around 20 years. Implants were removed and new implants were implanted."

Manufacturer narrative:
Unk pca head 26 mm +0 and unk neutral liner of 49 cup was also listed in this report. It cannot be determined which, if any of these devices may have caused or contributed to the pt's revision. An eval of the device cannot be performed as the device was not returned to the MFR. Add'l info pertaining to the device(s) referenced in this report (including x-rays and medical records) was requested. However, no more info was made available per hospital guidelines. Should add'l info become available, the eval summary will be submitted in a supplemental report.